Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the wireless recharger became hot while charging the implantable neurostimulator (ins) for about 10 minutes, noting the ins battery increased from 50% to 60%. Pt stated charging occurred every 7 to 10 days and indicated overcharging should not be the cause. Pt did not notice any error messages, as the handset disconnected from the device. Agent instructed pt to charge the ins for at least 15 minutes, resulting in the battery increasing from 60% to 80% with excellent charge quality. Pt did not report any issues with the wireless recharger. Agent provided education on using the wireless recharger during charging and advised pt to monitor and call back if the issue persists. Agent transferred the call to hcit. It0186181. Pt repeated previously documented information regarding the heating up of the recharger. Pt stated they would consistently get service code 338 (active recharge session) and 310 (connection interrupted). Pt stated they would "reset" the handset but that would not work. Agent reviewed how to reset the recharger and walked pt through it. Agent reviewed to power off the recharger when attempting to use patient therapy app pt will monitor the issue and call back in if needed. Patient (pt) called back reporting same events already reported. Agent had a hard time following the concerns of the patient and was hard to gather information. Pt states everything hes having problems with. Pt states the recharger gets hot when charging and still is happening. Pt states he gets a code on the samsung and the communicator is going bad again. Agent walked pt through checking to make sure bluetooth sound and location were on and pt states he cannot turn on the location and just goes off, pt states hes seeing all kinds of icons on the screen. Pt states everything is just a hassel. Agent reviewed if seeing 310 and 338 will need to reset equipment. Pt states cannot use equipment because he gets all these error codes. Agent sent request to repair for a replacement charger and tx to mobility for concerns with the samsung phone. Call is transfer from hcit because patient said the app was not working. Patient stated the recharger gets hot when they are charging the ins. Patient stated he haven't use the implant for a long time since dec and haven't charge the recharger or use the recharger. Patient stated when they move the voltage increase and shocking him. Patient stated they spoke with healthcare provider (hcp) and manufacturer representative (rep) in dec and they didn't do anything about it. Patient did not have rep name. Agent confirmed patient is able to connect with the mystimrc app and screen showing neurostimulator battery is low, at 20%, communicator 15%, handset 25% charged. Agent recommend charging all the external devices. Agent offered to show patient how to change the charging speed on the recharging app and patient said the recharger is not charge. Agent recommend patient consult with hcp ofc again regarding the therapy. Agent review to callback for assistance when the recharger is charged up or when they get the new recharger. Agent had a very difficult time following and understand patient story. Agent try to ask clarifying questions but could not get direct answers.